Manufacturer narrative:
(B)(4). The service engineer verified the customer complaint, replaced the graphic user interface (gui) touch frame printed circuit board (pcb) and the cable harness. The unit passed all performed testing and operates within the manufacturing specifications. It was later revealed that as a result of the contamination on the pcb, a track was corroded and had become open circuit. The contamination resulted from fluid ingress originating from cleaning products entering the gui housing. If this failure had occurred during ventilation, the ventilator would continue to ventilate. The ventilator would generate a touch screen error and the appropriate audio and visual alarms would operate as designed.

Event description:
It was reported that the ventilator had a blocked touch screen error. The ventilator was not in patient use at the time.

Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.